Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pet lock was broken and the embolization coil was detached from its pusher assembly. The handle is actuated on the proximal end of the pusher assembly in attempt to detach the embolization coil, the pet lock will separate. Further evaluation revealed kinks along the length of the pusher assembly. The smart coil was manually detached by the physician as identified in the complaint and may have contributed to some of the kinks on the returned device. If kinks were present prior they can cause friction to build up within the delivery system and may have overcome the force capable of being delivered by the handle. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil in the target vessel and used a handle to detach it; however, the smart coil was unable to detach. Therefore, the physician opened a new handle but the smart coil still did not detach. The physician then manually detached the smart coil. The procedure was completed using the second handle, four additional smart coils and another coil. There was no report of an adverse effect to the patient.